Event description:
It was reported that the customer passed away at home. The caller refused to provide the cause of death, only stated that it was natural cause. The death certificate was not available yet. The caller stated that the assumed cause of death is either aneurysm or embolism. The morning of the incident, the customer woke up not feeling well; stomach flu was going around. The spouse and the daughter had the flu. The customer was throwing up, on and off, with stomach pains and then passed away. The customer's blood glucose at the time of death was 56 mg/dl. The caller had though that the customer might have passed out because of low blood glucose and she check to make sure. The customer had taken off the insulin pump one hour prior to death, because the device was frustrating him; it was beeping which was making the customer mad. The customer was wearing a sensor at the time of death. It might have been cremated with the body of the decedent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.